Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was unable to see insulin exit the infusion set tubing after filling for more than 20 units of insulin. Tandem technical support (cts) instructed the contact to disconnect the tubing from the cartridge and perform the fill tubing step; contact confirmed seeing insulin drops exit the cartridge pigtail. Cts instructed the contact to reconnect at the luer lock and ensure a straight and tight connection. The contact successfully reconnected the tubing and continued fill tubing. Contact confirmed drops exit the infusion set tubing. The contact completed the rest of the load process successfully. There was no impact to the customer's blood glucose level.